Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented with coronary atherosclerotic heart disease and myocardial infarction. A 2.50 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. After multiple attempts, the device was found deformed and was completely removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.